Event description:
The customer reported false positive results with the ID now covid-19 assay . This MFR. Report addresses patient two( 2) of two ( 2) . The customer reported a false positive result with the ID now covid-19 assay . Pcr confirmation testing was performed result not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01973. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Corrected data: g3 in initial report : 2021-07-01 h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018106 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot: 1018106, test base part number 190-430 / lot: 1018106 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018106 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration. MFR ref reports: (B)(4).